Manufacturer narrative:
Device MFR date: monitor. Battery pack - 09/2007. Battery pack - 10/2007. Device eval summary: device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. Monitor would not power up because it had a had heavy contamination on the computer connector. The battery connections were not damaged, but were contaminated. The monitor was drawing 50ma of current. The root cause of the contamination was probably due to something being spilled into the monitor's battery well. The monitor was repaired, retested and restocked. Both battery packs were tested and found to operate normally. They were restocked. No adverse event occurred due to the damaged monitor. The pt received a replacement monitor and battery packs.

Event description:
The nurse of a male pt contacted lifecor customer support to report that she could not get the pt's monitor to start up. She stated that the battery pack was fully inserted into the monitor. She stated that the battery pins looked uneven. Support sent the pt a replacement monitor and batteries. The pt was put on hospital telemetry until they arrived.